Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was covering the balloon proximal bond and blood was observed on the distal end of the sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and the advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1320607) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable root cause for the reported event could have been from incomplete engagement of the advancer tube.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) year old male pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the right femoral artery just above the bifurcation via a 5f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the physician shuttled the peg down to the artery and when he pulled the sheath back, there was no advancer tube and the peg was on top of the groin. The pt was converted to 15 minutes to manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.